Event description:
Additional information received reported the extensions and system were performing well. The impedances were in range. The patient was doing well and receiving effective therapy.

Event description:
Additional information received reported only the implantable neurostimulator (ins) was replaced and disposed of. The extensions were not replaced. The procedure was performed the week prior to report date. It was noted that if the shocking continued they would replace the extensions. No problems were reported as of the report date.

Manufacturer narrative:
(B)(4). Lead: model 3387-40, lot# b0274117k, implanted: (B)(6) 2005, explanted: na; lead: model 3387-40, lot# b0274255k, implanted: (B)(6) 2005, explanted: na; extension: model 7482-51, serial# (B)(4), implanted: (B)(6) 2005, explanted: na; extension: model 7482-51, serial# (B)(4), implanted: (B)(6) 2005, explanted: na.

Event description:
It was reported that the patient had felt a "buzzing" around the ipg site since he was implanted. The patient later received electric shocks when he would stand up with the stimulator turned on. The shocks had worsened over the eight days since the first shock was received. The patient did not get an electric shock when lying down. No trauma had happened to the patient to cause this occurrence. The stimulator was currently switched off. Palpating the ipg resulted in tingling at 0.2v and palpating the extension / lead site just below the connection induced a shock at 0.2v. It was thought that there may be a problem with the extension. Different electrode combinations were programmed, and impedance values over 4,000 ohms were seen on some therapies at low voltages. The patient experienced moderate shocks while sitting down and standing up, as well as minor shocking when the device was interrogated. The patient also felt some tingling sensation at the case with some settings. The plan was to change the entire system in (B)(6) to ensure the system was fully functional. It was noted that there was no patient injury. Additional information has been requested, but was not available as of the date of this report.